Event description:
End user states: "she was in the kitchen on a tile floor and was walking by the refrigerator. She was trying to take a seat and the product collapsed from underneath her. Uncertain of exact date but knows it was late afternoon."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The consumer called stating that the seat on her 65100r-jr rollator allegedly collapsed when set sat on it. The consumer stated that she was walking in the kitchen, on tile floor, and when she went to sit on the rollator seat, the seat collapsed from underneath her. No injury alleged.